Event description:
The user facility in (B)(6) reported upon initial activation the vitrectomy cutter did not cut. Another cutter was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2. See 1920664-2013-00220.